Manufacturer narrative:
Evaluation confirmed that beak had broken off instrument. Possible cause is stress overload or the beak was cracked before the procedure. We also confirmed that the instrument had been 3rd party repaired and altered.

Event description:
Allegedly, the doctor was performing a cysto bladder stone procedure on a patient when the ceramic tip broke off the instrument into the patient. The doctor immediately retrieved the piece, replaced the instrument and completed the procedure. There was no injury to the patient reported.